Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.